Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device caught on fire during a therapeutic lithotripsy of kidney/ureteric stone procedure. The machine's emergency button was pressed and unplugged. A fire blanket was used to extinguish the flame. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event1 laser fiber caught fire inside the connection port. This event was caused by an overheat of the fiber, traced to component failure. The cause of the fiber overheating could not be determined. The cause of fire is thought to have been near the connector cap attachment loop. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: soltive laser fibers warning: these instructions provide the user with information regarding the care and use of soltive¿ laser fibers. Physicians must be familiar with surgical procedures in which the laser fiber is used prior to using this device. Do not use a defective or damaged laser fiber. The fiber may be damaged if stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled. Do not clamp the fiber with a hemostat or other instruments. Failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room. Is the reported risk/harm listed in the IFU? Yes, the reported risk/harm are listed in the IFU. Was it used in accordance with the IFU/label? No, there is no indication that this device was not used in accordance with the IFU/labeling. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.